Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/07/2020. Additional information: d10, h6. Additional h3 investigation summary: it was received for analysis an empty opened labeled winding former and a dispensed needle-suture. During the visual inspection of sample, the swage and attachment area were as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. In addition, a side of fixation tab was returned for analysis, the piece was examined and only was noted cut.to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident of the fixation tab was broken.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on unknown date and barbed suture was used. The fixation tab of the suture was broken and the whole suture escaped from the tissue during wound closure. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The procedure was on (B)(6) 2019.